Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the scope elevator was in a side view position, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the scope elevator was in a side view position, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Device codes: the problem code 3009 captures the reportable event of incorrect cutting wire orientation. Visual examination of the returned device revealed that the working length was found to be twisted in several locations. The device was introduced inside the duodenoscope and the initial tip orientation was found out of specification due to the condition of the working length (twisted), then, in order to untwist the tip, the handle was rotated. After rotation the distal tip was inspected, the orientation was found within specifications. The complaint was consistent with the reported event of cutting wire incorrect orientation. It is most likely that the device could have been manipulated, since the failure found (working length twisted) is a issue that could have been generated by excessive manipulation of the device. Therefore, a conclusion code of cause traced to component failure was assigned to this complaint, since, the event was associated with expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.